Event description:
60 mm stapler was partially fired by the st (surgical tech) while setting it up. After complete firing, the stapler wouldn't release. Surgeon was concerned that if it were in the pt, he wouldn't be able to remove the device from the patient.